Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 749 mg/dl. The customer stated she had been vomiting all day, and felt that it could' ve been due to the stomach flu. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also mentioned that she tried delivering a bolus after being released from the hospital. The customer stated she entered a bg reading of 209 mg/dl, and the insulin pump suggested a bolus of 18 units, which is too much. The insulin pump began delivering the bolus and she was having trouble stopping it because she panicked. The customer then disconnected from the infusion set and treated with two milk shakes. Advised the customer to review her bolus wizard settings with her hcp to make sure that they are correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.